Event description:
Device 1 of 2. (See MFR# 1627487-2010-02660 for device #2). On (B)(6) 2006, the patient was implanted with an scs system. The patient received a lead revision and when the lead was replaced, the impedance testing resulted in invalid impedance readings on all contacts. The new lead was tested with the trial stimulator and had normal impedance readings. The ipg was replaced and connected to the new lead. All impedances were normal and stimulation was achieved. The lead and ipg were explanted and replaced on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.